Event description:
In 2008, the pt's husband reported that 4-5 insulin infusion set tubings from the same box have occluded. He stated one tubing occluded during a bolus and the rest occluded during priming. He said he had contacted the MFR of the pt's insulin infusion device (competitor product) and the device had been replaced. He stated the issue has continued and he believes it is the tubing as the device does not occlude when the tubing is detached. He said the pt did not have an occlusion occurring at the time of the call. During troubleshooting, the pt's husband stated the pt changes her insulin cartridge, tubing and headset every four days . He was advised to change the tubing and headset every 2-3 days. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.